Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned to the manufacturer; therefore, a device evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that during treatment, the embolization coil was unable to detach. Several attempts to detach the coil were made; however, they were unsuccessful. The v-grip was replaced and further attempts to detach the coil were made; however, they were unsuccessful, as well. During withdrawal from the patient, the coil suddenly detached in the microcatheter. The coil was then pushed into the intended treatment site using the guide wire and was successfully placed without further incident. There was no reported patient injury.